Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of deflation was received on dec 03, 2024, with lot number 2386799. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed a crack opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.